Manufacturer narrative:
Final analysis found that it was difficult to insert a test lead into the ventricular connector port within the recommended lead insertion force as a result of epoxy on the ventricular ring contact spring. This likely contributed to the reported lead impedance measurement anomaly.

Event description:
It was reported that the patient presented asymptomatic in the operating room for a routine device change out. Upon connecting the ventricular lead to the pulse generator, testing revealed a lead impedance measurement anomaly. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
(B)(4).